Event description:
The patient experienced palpitations for about 2 weeks before presenting to a follow-up on (B)(6) 2013. At that time metoprolol was increased. On (B)(6) 2013 device interrogation revealed the atrial lead was out of position. It was (B)(6) with a drop in impedance, which was confirmed by x-ray. This lead was revised on (B)(6) 2013 and currently remains actively implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.